Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient names were not crossing over to the pyxis. The technical support specialist (tss) confirmed no issue with the server. Tss restarted the care fusion coordination engine service, but the usage connect was still appear to be draining slow and also identified that the timestamps of the recent host messages area was delayed but processed with zero delay on cce. Tss identified an electronic privacy information center (epic) outage and confirmed that the host resolved the issue. Tss confirmed that the messages were processing with current timestamps, patients and orders were showing without any issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient names were not crossing over to the pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.